Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer also reported that the insulin pump was hit by the car door. They also reported that there was no damage on battery cap and battery compartment. Customer was assisted with troubleshooting the display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with blank display due to cracked/damaged u6 chip on electrical board 2. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. .